Event description:
Caller states that the pt tested >8.0 inr on the device and approx 5.0 inr on a comparison lab. Caller is unsure which strip lot produced the >8.0 inr result. Caller states that the same pt later tested 7.1 inr on the device and 3.8 inr on comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.